Manufacturer narrative:
(B)(4). Approximate age of controller from the product issue date is 3 years and 6 days. The device is expected to be returned for evaluation. It has not yet been received. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had increasing frequency of symptomatic low flow alarms, despite optimizing medication regimen. Log file analysis completed the manufacturer¿s technical services representative observed 105 low flow hazard alarms in date ranging from (B)(6) 2017 23:16 to (B)(6) 2017 14:53. The estimated flow appeared at times, to be below the alarm threshold of 2.5 lpm. There were no other unusual events noted within the event history and the pump performed as intended. The patient condition and the low flow alarms were resolved immediately upon exchanging out the patient¿s system controller. The patient continue current regimen. No further information was provided.

Manufacturer narrative:
The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. No functional issue was identified during the analysis. The reported incident of the low flow hazard alarms was confirmed with the data retrieved from the returned system controller and log file. The log files captured intermittent low flow hazard alarm events from 16 dec 2017 to 22 dec 2017. The alarm event was active as a result of the flow estimation value 2.4 lpm being captured below the low limit threshold of 2.5 lpm. The pump speed value matched the set speed value of 9,400 rpm during the low flow hazard alarm events. The pump power values ranged from 4.2 to 5.5 watts. The analysis could not correlate the data to the returned system controller. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.